Event description:
Per the surgeon, the patient experienced skin and tissue overgrowth on the abutment. The patient was placed under a general anaesthetic on (B)(6) 2021, in order to remove tissue around the abutment, using monopolar electro surgery. The implanted device remains.